Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that: the user reported that the device stopped ventilation while in use on a patient. The patient died.

Event description:
It was reported that: the user reported that the device stopped ventilation while in use on a patient. The patient died.

Manufacturer narrative:
The device was examined on site by a dräger service technician and the log file of the device was made available for further investigation. The log file entries show that the device shut down due to a fully discharged internal battery. Based on the log file entries the device alarmed for "charge int. Battery" at 18:58 at the date of event. This alarm kept recurring until 19:32. Despite the given alarms the user did not connect the device to an external power supply. At 19:33 the battery was fully discharged, and the device alarmed for "int. Battery discharged" before the device shut down and consequently the ventilation stopped. The oxylog 3000plus posts visually and acoustically alarms corresponding to the detected issue in order to alert the user. As stated in the instruction for use an independent ventilation device must be kept at the ready in case the ventilation function of the device is impaired. The device reacted as specified on detecting a low battery charge level. The dräger service calibrated the vales and flow sensor. The peep-vale war replaced due to a failed calibration. However, the log file entries indicate no defect of the peep-vale. This issue is not related to the depletion of the battery. The log file entries indicate no device malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.